Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch ultramini meter was reading inaccurately high compared to her feelings/ normal results. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the alleged product issue first started at an unspecified time on (B)(6) 2018, when the patient obtained an alleged inaccurately high result with the subject meter, compared to her feelings and/ or normal results. The reporter could not remember the exact results obtained. Meter to feelings/ normal results comparisons do not meet the criteria for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with insulin ¿ self adjuster and it was reported that, in response to the alleged product issue, the patient took an increased dose of insulin. Though it was not reported what dose was taken. The reporter claimed that later the same day, at an unspecified time, the patient began to develop the symptom of feeling ¿dizzy¿. In response to this symptom, it was reported that the patient attended the urgent care clinic, where they received healthcare professional (hcp) treatment. However, the reporter stated that she could not remember what specific treatment the patient received. The reporter denied that the patient¿s blood glucose was tested on any other device. During troubleshooting, the csr confirmed that the subject meter¿s unit of measure was set correctly at the time of testing, and the test strips had been stored correctly and had not expired. The csr concluded that the subject meter¿s code number was set incorrectly at the time of testing. The csr was unable to walk the reporter and/ or patient through a control solution test as they did not have any control solution. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for an acute blood glucose excursion after taking an increased dose of insulin based on an alleged inaccurately high result obtained with the subject meter.